Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 3, 2014 to march 4, 2014. Evaluation summary: the device was returned for evaluation with 10 ml of fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported problem. A flow rate test was performed, though the customer reported conditions were unable to be replicated due to unavailability of the reported drugs. The flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a half day infusor under infused with a patient. The device was filled with 590 mg of deferoxamine diluted in 0.9% sodium chloride totaling 52 ml. When the patient was seen in the hospital, at least twelve hours after connecting the device, it was noted that more than half the fluid remained. The bladder was positioned below the distal luer lock. The flow restrictor was taped to the patient¿s skin. The device was removed from refrigeration 4 ¿ 6 hours before use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.